Event description:
On (B)(6), 2007, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A type ii endoleak from a patent inferior mesenteric artery was noted. On approximately (B)(6), 2010, a routine computed tomography revealed aneurysm growth of 9mm. It was reported that the type ii endoleak had resolved and the inferior mesenteric artery was occluded. No treatment or reintervention has been scheduled. The physician has decided to take a wait and watch approach at this time.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event; pxt261414/(B)(4), pxc161000/(B)(4).